Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the (2) h2tuv handpieces from a h3tuv kit, emit noises with the dh010 and dbc10 attachments. (2) h1tuv devices were used to complete the case. There was no consequence to the pt.